Manufacturer narrative:
The device involved in this event has not been returned for evaluation. A follow up report will be submitted when the device is returned, and the evaluation is completed.

Event description:
It was reported the catheter fractured during removal, and the broken segment remained in the pt. No pt injury reported.